Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that right ventricular (rv) lead exhibited lead noise with noise reversions. No intervention was performed. The patient was in stable condition and will continue to be monitored.